Manufacturer narrative:
Complaint conclusion: while inserting a 5f mynx control vascular closure device (vcd) into the unknown sheath, the physician noticed the sleeve that houses the polyethylene glycol (peg) sealant started to crack open. Thus, exposing the sealant. The physician did not continue to insert the device. There was no reported patient injury. The device was returned for evaluation. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant sleeve assembly was observed kinked/bent with the side slits slightly open. The sealant was not exposed along the catheter and remained in the manufacturing position as received. The procedural sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Per functional analysis, a simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Per dimensional analysis, the slit length of the returned device was verified and noted to be within specification. The catheter working length from the distal end of the sheath catch to the proximal end of the balloon was verified and noted to be within specification. Per microscopic analysis, visual inspection under high magnification showed that the sealant sleeve assembly was kinked/bent with the side slits slightly open, and that the sealant was not exposed along the catheter, remaining in the manufacturing position as received. No cracks were found in the sealant sleeve assembly. A product history record (phr) review of lot f2114401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves cracked¿ and ¿premature deployment¿ were not confirmed during analysis of the returned device. The exact cause of the events could not conclusively be determined. Procedural/handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While inserting a 5f mynx control vascular closure device (vcd) into the unknown sheath, the physician noticed the sleeve that houses the polyethylene glycol (peg) sealant started to crack open. Thus, exposing the sealant. The physician did not continue to insert the device. There was no reported patient injury. The device will be returned for evaluation. No additional information is available.